Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information, the feather spring had been deformed and its angle was deviated from the specification. Alarms will be activated if the failure occurs during ventilation. After replacing the nozzle unit, the leakage was eliminated. The ventilator passed all functional and safety tests and was cleared for clinical use. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. According to the manufacturer¿s specification the complete plastic nozzle unit must be replaced during preventive maintenance. It remains unknown, when the nozzle units were last replaced. Evaluation of the received device's log confirms the event. Moreover, other tests failed during pre-use check. These failures can be a consequence of the nozzle unit's malfunction. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to defective nozzle unit. A correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # and #h4 device manufacture date was required. D1 - brand name - previous brand name: servo-s, corrected brand name: servo-s base unit; d4 - version or model # - previous version or model #: servo-s, corrected version or model #: 6640440; d4 - unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) (B)(4); #h4 - device manufacture date - previous manufacture date: 06/14/2016, corrected manufacture date: 06/08/2016.

Event description:
It was reported that the ventilator was leaking air and that the air gas module¿s nozzle unit was defective. There was no patient harm. Manufacturer's ref. #: (B)(4).